Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt disconnected the black lead from the batteries and connected it to the power base unit (pbu), and then subsequently disconnected the white load, the pump stopped. The pt was placed on back up pbu with no further issues.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event was duplicated by manipulating the pbu internal power output cable harness assembly; subsequently, the power cable harness assembly was replaced. Further inspection of the back panel pcb solder joints revealed some poor solder joints which were then resoldered. The pbu was then tested per the manufacturer's service process and the unit passed all tests. The unit was returned to service. The suspect internal power output cable harness assembly was tested individually for continuity and it passed. Subsequently, it was placed in a test reference pbu and efforts to repeat the event were unsuccessful as the unit functioned as intended and the reported event could not be duplicated. The power cable harness assembly was removed from the test pbu, and the terminal connections and wire to terminal connections were inspected with no issues noted. In conclusion, the reported event appears to have been caused by the functionality of the internal power output cable harness assembly with poor solder joints on the back panel pcb board. No further info is available. The manufacturer is closing its file on this event.